Manufacturer narrative:
This complaint is being ruled out based on the following: the alleged issue is not expected to cause or contribute to death or a serious deterioration in health, as there is no allegation that the insulin delivery function or power failed to operate properly. The user guide instructs the user to examine the pump for cracks chips or damage, and to contact the animas distributor if the pump is suspected to be damaged. Additionally, the user guide indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be used in water. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing - battery compartment) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad.